Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that customer's blood glucose would decrease in the morning (greater than 60 mg/dl). Customer treated low levels with glucagon tablets. Customer's healthcare provider recommended adjusting pump basal setting to address the issue.